Event description:
The reported description notes that the pt's arterial line was disconnected for approx 5 minutes and no alarms were generated. No pt injury has been alleged.

Manufacturer narrative:
(B)(4): the reported description notes that the pt's arterial line was disconnected for approx 5 minutes and no alarms were generated. No pt injury has been alleged. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.